Manufacturer narrative:
In the case description, the user mentioned that the system delivered a 20u bolus without the user's input. Inspection of the insulin delivery history of the returned device confirmed that a 20u bolus was programmed. The calculations from the entry showed that a 0u bolus was suggested by the bolus calculator and that the 20u was a manual adjustment. Inspection of the android log files showed the commands indicating that the user confirmed the bolus. The log files show that the controller was on the bolus calculator screen for the calculation and adjustment of the 20u. The user then hit the button to continue to the bolus confirmation screen, then confirmed the bolus which removed the bolus calculator screen. This is the expected behavior of the system, as the system requires the user to confirm any bolus suggested by the bolus calculator. The device was found to function as intended. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of 20 units of insulin while on automated mode. The patient's blood glucose levels was at 120 mg/dl.